Manufacturer narrative:
(B)(4). The sample was not submitted for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink secondary medication set that was involved in a no flow. According to the report, the medication did not flow from a clearlink continu-flo solution set and they have to squeeze the unknown minibags pretty hard to get flow. The patient did get the whole infusion, but a new tubing set had to be used. There was no patient injury or medical intervention associated with this event. No additional information is available. The (B)(6) reported to corporate product surveillance (cps) that the clearlink secondary medication set, product code 2c7461, lot number unknown, does not flow into the clearlink continu-flo solution set with 0.22 micron filter, product code 2c8571, lot number unknown, and they have to squeeze the unknown minibags pretty hard to get it to flow. The patient does get the whole infusion, but new tubing must be used. There was no patient injury or medical intervention necessary. No additional information is available.